Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that not long after the implant battery was replaced, the new implant battery stopped working about 7 months ago. Patient also reported they could feel the implant moving to the other side, described that the implant slipped upward, and explained it caused pain when lying down because the implant was positioned up and down instead of flat. Patient added they had to manually flatten the implant to prevent further movement. Patient was redirected to their hcp.